Manufacturer narrative:
The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2017-12641 and 2134265-2017-12907. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to perform automatic pullback. However, while recording the motor drive unit (mdu) 5 plus did not pullback. Thus, automatic pullback failed. No patient complications were reported.